Event description:
The customer contact reported difficulty regulating flow. The tubing set was being used to deliver an unspecified concentration of phenylephrine. The customer contact reported the flow rate was "either full open or full closed" when regulating the delivery with the cair clamp. The nurse anesthetist noted the patient's blood pressure would, "increase and decrease more than usual," because of difficulty regulating flow rate. No medical interventions were required. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. All affected customers were notified via a device information letter dated september 20, 2007.